Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 12 bd plastipak¿ concentric luer lock syringes' plungers were damaged. The following information was provided by the initial reporter: "plunger damaged".

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 11/3/2020. H.6. Investigation: twelve sealed samples were provided to our quality team for investigation. Upon visual inspection, the thumb press is observed to be broken on all product provided and the broken pieces are within the sealed blister package. A device history review was performed for reported lot 2002277, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. While we could not identify a direct issue, the damage likely occurred due to the packages jamming during manufacturing or during transport of the product outside of bd facilities.

Event description:
It was reported that 12 bd plastipak¿ concentric luer lock syringes' plungers were damaged. The following information was provided by the initial reporter: "plunger damaged".